Manufacturer narrative:
The t:slim g4 user guide states, "do not use any other insulin with your system other than u-100 humalog or novolog". The t:slim g4 user guide states, "your t:slim g4 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction­ with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an auto-off alarm while sleeping. It also was reported that the customer experienced elevated blood glucose (bg) levels between 250-350 (mg/dl). Customer indicated they would change out supplies and deliver a bolus to treat bg levels. During troubleshooting with tandem technical support, customer did not observe insulin when priming the tubing and also reported using u-500 insulin. The customer changed the tubing and insulin was then observed. Customer was reminded that cartridge is not indicated for use with u-500 insulin and customer acknowledged understanding the reason for the auto-off alarm.